Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive handling whereby the packaging appears to have been compressed to the extent that the outer blister cracked under compressive force. Device history review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review determined that there were no similar events reported for the lot. The investigation concluded that the packaging damage was caused by excessive/incorrect handling. No further investigation for this event is possible at this time.

Event description:
Damaged inner package upon opening the outer box. Hospital did not feel comfortable using this product.

Event description:
Damaged inner package upon opening the outer box. Hospital did not feel comfortable using this product.